Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a keypad anomaly. The escape key was not sensitive. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc, act and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.